Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited elevated impedance measurements; therefore, the lead was surgically repositioned. The day after the repositioning, threshold measurements increased and loss of capture of every other beat was noted. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited elevated impedance measurements; therefore, the lead was surgically repositioned. The day after the repositioning, threshold measurements increased and loss of capture of every other beat was noted. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.